Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the watchdog timeout or rtc/internal clock comparison errors due to the unresponsive button. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and the keypad was not responding. The insulin pump alarmed watchdog timeout and internal clock comparison error. The customer was able to clear the alarms. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.